Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed their pump supplies twice and continued to receive occlusion alarms. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer occasionally wears the pump against their skin. The customer changed their infusion set site and successfully delivered a correction bolus. The customer's blood glucose (bg) level was 292mg/dl and a correction bolus was delivered to address the bg level.